Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e- module. The patient's initial hcgb result was 0.100 miu/ml accompanied by a data flag and it was reported outside the laboratory. The patient doubted the result. On (B)(6) 2014, the sample was repeated on the original e-module. The result was 2131 miu/ml accompanied by a data flag. The customer also provided the result 2134 miu/ml. Clarification on what this result was has been requested. On (B)(6) 2014, the sample was tested on another e-module and the result was 2146 miu/ml accompanied by a data flag. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The hcgb reagent lot number was 173268. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The provided quality control results were within specification. It was noted the customer was not performing quality control on each reagent pack separately as recommended.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer provided the following information. The result of 2134 miu/ml was not an actual patient result.